Event description:
It was reported that (2) devices were used during a laparoscopic colectomy. It was reported by the affiliate that the middle of the staple line was not stapled properly after firing the tsb45 with reload. The surgeon put some overstitches to close the tissue.